Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned off unexpectedly. It was indicated that the output connector assembly and lower case were broken, and that a display wire was pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off unexpectedly while in use with a patient. The epg was returned for service. No patient complications have been reported as a result of this event.